Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly the patient was revised due to pain and xrays that showed loosening of implants. Left knee.